Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Event description:
It was reported that the 8mm monopolar curved scissors (mcs) instrument had a frayed cable. There was no report of patient injury.